Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. Concomitant medical products: ratchet handle; catalog number: 00-7701-022-00 z.s.g.m. Cutter 3:1 ratio caution: sharp; catalog number: 00-7703-030-00; serial number: (B)(4).(B)(6).

Event description:
It was reported that the comb is in poor condition and there is a problem with the amplification. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. -review of the most recent repair record determined the comb and cutter were damaged. The comb was replaced and resolved the reported issue. -review of the device history record identified no deviations or anomalies during manufacturing. -devices are used for treatment. - a definitive root cause cannot be determined. -the event is confirmed.

Event description:
There is no additional information.